Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/9/2023, it was reported by a sales representative via sems that during an acl reconstruction procedure, the surgeon tried to cut a graft with ar-2386-10 quadpro harvester and plunger. The plunger would not advance despite multiple attempts. The plunger was removed and the surgeon tried again to cut but, with no success. A new quadpro was opened and a plunger from new quadpro was inserted. Graft was cut successfully with no effect to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.